Manufacturer narrative:
The device has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the following history settings issue: patient states the pump did not alert when blood glucose was high. There was no alert present in the alarm history, but both the pump and the cgm graph read over 300 mg/dl, no symptoms reported. Patient has lost confidence in the pump. This complaint is being reported due to the allegation of the history settings issue, which may result in over or under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/23/2017 with the following findings: a review of the black box and the continuous glucose monitoring warning history showed evidence of a glucose above user high limit on the date of the complaint. The pump booted up to the verify screen with auditory and vibratory features. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no issues occurred. A high alert was simulated for testing purposes. The pump gave the appropriate visual and sound warning and was recorded in the pump continuous glucose monitoring history. The reported complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad.